Manufacturer narrative:
The customer site stated that the tip came off of the catheter while in the body. Visually inspected the ultra xf120 thrombectomy set and observed the windows were stretched and damaged and the tip had been removed and was not returned. Did not functionally test the thrombectomy set due to the tip being damaged. Performance issues would have been experienced at the customer site. Regulatory assessment: event consists of a broken angio-jet ultra thrombectomy set during an angio-ject procedure. The patient is a female of unk age and medical history. The pt presented with an occluded anterior tibial and posterior tibial vessels. The physician used a 6f sheath and guidewire to in an attempt to access and cross the tibial vessels. The physician attempted to cross the anterior tibial vessel with the guidewire but was unsuccessful to cross the lesion. The physician then used an angiojet ultra thrombectomy set to treat the occlusion. During the angiojet procedure the distal end of the thrombectomy set broke off and remained in the already occluded anterior tibial vessel. The bayer sales rep spoke to the physician who stated that he may have pushed the angiojet xpeedior device beyond the guidewire and likely the wire entered one of the tip ports. No attempt was made to retrieve the remaining broken distal end of the device since the artery the physician was never able to open it up, thus the vessel was already occluded. The posterior tibial vessel was ballooned and lysed overnight. The IFU warns the user: ¿during the procedure, do not retract the guide wire into the catheter. If retraction of the guide wire into the catheter occurs, it may be necessary to remove both the catheter and guide wire from the patient in order to re-load the catheter over the guide wire.¿ ¿if resistance is felt during the advancement of the thrombectomy set to lesion site, do not force or torque the catheter excessively as this may result in deformation of tip components and thereby degrade catheter performance.¿ ¿do not pull the catheter against abnormal resistance. If increased resistance is felt when removing the catheter, remove the catheter together with the sheath or guide catheter as a unit to prevent possible tip separation.¿ this event is considered a reportable event even though no additional intervention was performed to retrieve the distal portion of the catheter as the vessel was already occluded. If it were not for the occluded vessel intervention may have been required to retrieve the distal portion of the catheter.

Event description:
A 6f sheath and guidewire were used to access and cross tibial vessels. Patient had an occluded anterior tibial and posterior vessel. An attempt was made to cross the at with the guidewire. The wire did not cross the lesion and the xpeedior catheter was used. After speaking with the physician he agreed that he may have pushed the xpeedior beyond the wire tip and likely the wire entered one of the tip ports. As a result the tip broke off and remained in the already occluded at. No attempt was made to retrieve it due to the artery already being occluded.